Event description:
Critically ill premature infant, possible extravasation of pcvc into right pleural space on day of life 5. Chest tube was place to drain pleural effusiion. Infant continued to deteriorate and expired on day of life 7.